Event description:
On july 25, 2007, the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter was set to the incorrect unit of measure following a battery replacement. The technical service representative (tsr) contacted the patient to obtain and verify information; however, was unable to reach him by telephone. In 2007, at 10:00 pm, the patient obtained the blood glucose reading of 42 mg/dl on the reported meter, which he misinterpreted as being '4.2 mmol/l.' The patient was unaware the meter was set to the incorrect unit of measure. At that time, the patient was experiencing the symptom of confusion. Based on the misinterpreted meter reading, the patient administered self-treatment by taking an additional 30 units of humulin m3 insulin above his usual dose of 40 units, for a total of 70 units. At an unspecified time afterwards, the patient noted the meter was set to the incorrect unit of measure. The patient then drank soda and felt better afterwards. The next day, at 2:30 am, the patient obtained the meter reading of 102 mg/dl. The patient did not seek medical attention. The patient does not test his blood glucose regularly. The patient takes 40 units humulin m3 twice per day, and adjusts the dose based on meter readings. It would have been helpful to determine the patient's sliding scale regimen, why he decided to take such an increased dose of insulin based on meter reading interpreted as '4.2 mmol/l', if the patient experienced any further symptoms after taking the insulin, when the battery had been replaced, what meals and medications had been taken prior to the onset of symptoms, his testing frequency, his meter readings earlier on the day of the event, and his expected blood glucose readings. The tsr determined during the troubleshooting telephone call that the meter had previously been in the correct mmol/l unit of measure, the patient had not entered the meter's setting and changed it, and the meter had suffered no trauma. The meter was replaced. The patient alleged he took an increased dose of insulin based on misinterpreted meter reading in the incorrect unit of measure. It is unclear why the patient increased the insulin dose based on a meter reading of '4.2 mmol/l.' Information was not available as to the patient's previous meter readings and insulin doses taken. The patient experienced symptoms suggesting hypoglycemia, and received food to resolve the symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.